Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc coupler was broken.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. While setting up for the procedure, it was noted that the device could not drive the disposable well and it was later determined that the cpc connector was broken. The procedure was completed with another same like device. There were no adverse patient consequences.